Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID: hh90t01 (serial: (B)(6); product type: 2201-mobile platform; implant date: n/a; explant date: n/a. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing unknown drug for malignant pain. It was reported that the patient (pt) had a problem with their whole set up was not working correctly. Yesterday it took the pt 3.5 hours to get a bolus because it said there was no pump connected to the device like 4 times then went to 90% and shut off two or three times. When the pt first got their pump, it took 2 minutes to get a bolus then 5 minutes and now 8 minutes every time; pt said the problem started probably a year ago. During call pt reset communicator, pt closed all applications, and agent walked pt through clearing data. Pt was able to connect to myptm app like normal. Pt will call back if issues persisted.